Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was return for evaluation. Along with return sample two electronic photos provided for review. Visual, tactile, and functional evaluations were performed. The red luer hub appeared to be partially detached and a gap was noted. An attempt to load back the catheter hub together was performed and was unsuccessful as both parts did not lock into place. Gap was noted on red luer in photo review. Therefore, the investigation is confirmed for the reported detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the arterial connecter was allegedly loosened. It was further reported that the procedure was completed by attaching tape so it would not disconnect, and full dialysis was run. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, the arterial connecter was allegedly loosened. It was further reported that the procedure was completed by attaching tape so it would not disconnect and full dialysis was ran. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2024) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.